Event description:
Related manufacturer reference numbers: 2017865-2022-10358. Related manufacturer reference numbers: 2017865-2022-10359. It was reported that the patient presented in clinic with infection. The atrial lead and the right ventricular lead was explanted, and the pacemaker was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.